Manufacturer narrative:
Additional information: device lot number and manufacture date provided. A medtronic representative reported that the washer and the adjustment screw entered the patient's anatomy but were retrieved by the site. The suspect clamp was returned to the manufacturer for evaluation. Functional testing was not performed as visual inspection confirmed the washer was removed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" ((B)(6) 2017). The revised instructions for use (IFU) were provided with the notification.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the washer of the spinous process long clamp sheared off. Issue occurred when taking the clamp off. There was no delay to procedure. No impact on patient outcome.